Event description:
Information was received indicating that a smiths cadd extension set leaked. The nurse noticed the leakage to the weld before the filter. The medication that was being administered is veletri. There was no reported injury to the patient.